Manufacturer narrative:
The complaint was confirmed based on the device evaluation. Any physical impact to the navigated instrument can cause product damage.

Event description:
It was reported that during service evaluation conducted at the manufacturer facility, the battery housing of the device was found to be broken off. Patient involvement or procedural delays were not associated with this event.

Event description:
It was reported that during service evaluation conducted at the manufacturer facility, the battery housing of the device was found to be broken off. Patient involvement or procedural delays were not associated with this event.